Manufacturer narrative:
Received and placed unit under microscope and found physical damage to cow catcher / connector pins. Unable to perform functional tests due to physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the transmitter was not working and communicating to the pump. The customer reported no adverse event. The event involved product(s) mmt-7841zn. Troubleshooting was performed. Led light blinked and the rf icon turned green when the transmitter and tester were connected after deleting the transmitter from the pump and re-pairing. The "sensor connected" message did not appear. No harm requiring medical intervention was reported. The customer will discontinue to use the device, mmt-7841zn was requested and the customer response was the device will be returned.